Event description:
It was reported the customer experienced ongoing intermittent issues with air bubbles in the cartridge and tubing. In an attempt to resolve the issues, customer would either prime the tubing or perform a supply change. However, the issue continued and after troubleshooting with tandem technical support it ultimately led to a pump replacement. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.